Event description:
Customer reported the insulin pump was corroded near the reservoir. The blood glucose reading was 260 mg/dl. Customer treated with manual injection. Customer was unable to troubleshoot the issue as she was doing dialysis. She also reported that the blood glucose the night before had been over 500 mg/dl and that she had to treat with injections to bring it down. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unit received with cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads. No corrosion on the reservoir tube noted during visual inspection. The device communicated properly during the meter test and proper blood glucose readings were transferred. The unit passed the displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The device did function properly.